Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that throughout the longevity of implant of this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) in this unknown patient, inappropriate shocks were observed due to t wave oversensing. In addition, a decrease in wave height along with sensing polarity changes occurred. Also, oversensing from ablation therapy was observed. This patient experienced changes in medication. It is unknown if this s-ICD remains in service or if there were adverse patient effects.